Event description:
(B)(6) study. It was reported that a hematoma occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A watchman access system was positioned and a 31mm watchman pinnacle flx device was successfully implanted with complete laa seal and deployed device diameter of 25.8 mm. Prior to the index procedure, 81 mg aspirin and 20 mg rivaroxaban were administered. The patient was discharged on (B)(6) 2018. On (B)(6) 2018, a hematoma was formed at the right groin measuring 4.5 x 1.6 cm due to inadvertent puncture of right femoral artery during the index procedure. The event was considered to be resolved on (B)(6) 2018.